Event description:
The customer experienced an issue with calibrations for n-terminal pro b-type natriuretic peptide (pro bnp) and received a questionable troponin t stat (tnt) result for one patient sample. The original result was 0.607 ng/ml. The repeat results were 0.07 ng/ml and 0.607 ng/ml. The original and second repeat results were believed to be correct. A result of 0.61 ng/ml was reported outside the laboratory. The patient was not adversely affected. The tnt reagent lot number was 17016701 with an expiration date of 11/30/2013. The field service representative determined there was a possible precision issue with instrument and found micro cracks in the lexan block behind the pinch tubing. He replaced the block and ran performance testing which was okay. The customer ran calibration and controls which were all okay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.